Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It was reported that while using night aligners, the patient's teeth was wiggling and so the patient was nervous to use the last set of retainers for the bottom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.